Event description:
It was reported that patient's right ventricular (rv) lead exhibited low pacing impedance. Clavicle crush was noted on the lead from imaging. During procedure it was found that patient's new pacemaker header screw could not be tightened. The pacemaker was not installed and the procedure was completed using an alternate device on (B)(6) 2024. The rv lead was capped and replaced on (B)(6) 2024. The patient was stable.

Manufacturer narrative:
The reported event of ventricular setscrew could not be tightened and the wrench would not click was confirmed. Analysis revealed the physician was making incorrect wrench insertions into the v-setscrew. The physician was only partially inserting the wrench at the top of the inset. The setscrew cannot be tightened with partial wrench insertion. The setscrew was tested in the lab. The torque wrenches were found to fully insert into the setscrew and to tighten it normally on test leads with the wrench clicking. No device anomalies were found. The problems were related to the physician incorrect use of the torque wrench.